Event description:
The facility reported an infusion pump that infused more than what it was programmed to, on channel c. Channel c was programmed to infuse fentanyl at a rate of 12cc/hr and was started at 0200. At 0710, the pump alarmed and the bag was found to be empty. The infusion rate and outputs were reportedly double checked by two nurses. The rate was programmed correctly and there were no piggybacks infusing. The pt was reassessed and vital signs were stable. The pt was "oriented x4 and helping with turns." The pt's physician was notified of the event. Although attempts were made by baxter, details were not provided regarding the size of the bag and the total volume to be infused. No add'l info available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be submitted upon completion of the eval, or if any add'l info becomes available. A review of the complaint history reveals no other reports have been received on this serial number for the reported issue.